Event description:
It was reported that during a ureteroscopy procedure, the console was not recognizing fibers and displayed the message attach lumenis fiber. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. A review of lens cell assembly, optics, beam quality and image were carried out. The lens cell assembly was adjusted. After that, the console was tested, and it worked as intended. Based on the analysis results, the reported allegation was confirmed as the adjustment of the lens cell resolved the issue. Therefore, a conclusion code of cause traced to maintenance was assigned to this investigation.